Event description:
It was reported by the user site that during the 3dimensions procedure on (B)(6) 2026, at the end of the exposure the machine appeared to shift and a horizontal bright white line artifact appeared across the top of the image, resulting in cutoff of part of the image. A subsequent 2d image was acquired and appeared normal. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed image cutoff on the right side of the image on x-large images. The fse adjusted the collimation for tomosynthesis images and verified the collimation for the remaining image types. Tomo motion calibration was performed by the fse; and multiple stations initially failed but passed on a second attempt. The fse verified that the repair corrected the reported problem and that the system is functioning according to manufacturer specifications. No further information is currently available.